Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an pump issue, serious injury - connection problem was not determined. The reported issue that there was an pump issue, serious injury - connection problem could not be confirmed. No further investigation of this event is possible at this time. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from health (B)(4) medical device incidents database regarding issues involving low blood pressure/hypotension, minor injury illness impairment, connection problem, device not returned, no findings available, cause not established.